Manufacturer narrative:
The device was inspected and the technical issue revealed was determined to be not related to the reported burn. However, the investigation could not conclude the final root cause for the reported adverse events due to lack of clinical information. The clinic has not provided the clinical form nor photos. A retraining has been offered to the clinic and inmode continues to monitor patient's healing. If additional information becomes available, inmode will submit a supplementary report.

Event description:
A doctor reported of a female patient treated with facette on her face and sustaining a small burn on her right jowl (that healed with no sequelae), and an abscess that resolved following treatment with antibiotics, leaving an induration (most probably a fibrotic lump) in the submentum.